Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. A new cartridge was loaded resolving the alarm. Blood glucose level was 301 mg/dl.